Event description:
It was reported that balloon rupture occurred. The 75% in-stent restenosed target lesion was located in the mildly calcified and moderately tortuous middle of right coronary artery. A 3.5mm non-bsc stent was previously deployed. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected to post dilate the lesion. During first inflation, it was noted that the balloon ruptured at 12 atmospheres. The device was removed intact. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device evaluated by MFR.:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).